Event description:
On (B)(6) 2022, the user contacted dario to report high blood glucose (bg) readings. The user reported that he received bg readings of 600 mg/dl. Due to the above, he injected himself with additional insulin and ended up in the ER where his bg level was tested with the ER's meter and was found to read 140 mg/dl. While on the phone with dario's representative, the user was offered to troubleshoot in order to further investigate this issue, however the user refused to troubleshoot or share any details regarding the incident with dario's representative. In addition, the user reported that he is no longer using the dario meter. There is not enough information available to further investigate this case. Therefore, no resolution is available.